Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached >400 mg/dl while wearing the pod between 24 and 36 hours in the arm. The patient's father reported he was unable to confirm that cannula was correctly inserted at the infusion site. Upon removal of the pod, the cannula was found to be bent. Symptoms reported include hyperglycemia, vomiting and ketones. The patient was treated with intravenous fluids, insulin, and antiemetic medication. The pod was removed at the hospital and discarded. The patient was released within 32 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.